Event description:
Customer reported a malfunction while loading a new cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears.